Event description:
New information notes that the implantable cardioverter defibrillation was explanted and replaced.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed charge time limit was reached on the implantable cardioverter defibrillation. No changes or interventions were performed. The patient was in stable condition.

Event description:
New information notes that the patient was in stable condition.

Manufacturer narrative:
Correction: h6 product not returning.

Manufacturer narrative:
The reported field event of extended charge time was confirmed. Data stored in the device showed two charge timeouts occurred in the field. The high voltage capacitors were analyzed by their manufacturer and a capacitor anomaly was found that was the cause of the extended charge time.